Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting an error code 1102 check vent alarm primary alarm failed message, unable to silence alarm. It was reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
H10: the removed motor controller (mc) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the mc pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the mc pcba noted no anomalies. The mc pcba was tested, and pil was unable to confirm the complaint that the check vent alarm was due to a faulty mc pcba. No fault was found with the pcba under test.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The customer replaced motor controller (mc) printed circuit board assembly (pcba) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.